Event description:
Received info that alleged pump stoppage all insulin delivery.

Manufacturer narrative:
The device has not been received for eval. Should new info become available a follow up report will be submitted.